Event description:
The customer reported that there was a communication error. This issue may cause a no boot or sys lock-up depending on when the error occurred. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply was replaced. The sys was then found to be operating as intended.